Event description:
New information received notes that the right ventricular lead was explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented with high out-of-range pacing impedance and high output issue exhibited on the right ventricular (rv) lead. It was suspected that the rv lead was fractured. No intervention was performed. There were no patient consequences.